Manufacturer narrative:
(B)(4). The device history record of batch number 74l1600474 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the procedure the arrow tip or bullet tip snapped off the suture and stayed inside the patient. The patient's condition is unknown at this time.